Event description:
Complainant reported that six model 494410 canisters imploded. Canisters cracked or imploded immediately after vacuum was applied and not during active procedures. No pt involvement, and no injuries reported.

Manufacturer narrative:
User called sales rep to report incident. Reported serial number (B)(4). That serial number has not been used on production by bemis mfg. We are following up to confirm serial number.